Event description:
Per the clinic, the patient was administered general anesthesia to facilitate a procedure on (B)(6) 2014, due to skin overgrowth at the abutment site. During the procedure, the excess skin was excised and the abutment was exchanged. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.